Event description:
This is a report of a patient who experienced a breach in aseptic technique during peritoneal dialysis therapy. As a result of the beak in aseptic technique, the patient was hospitalized for cloudy effluent. The patient was retrained on proper procedures and was recovering from the cloudy effluent. Therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.